Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse called and reported the customer was hospitalized with high blood glucose of 721 mg/dl and diabetic ketoacidosis. It was stated that the insulin pump was not working. The customer's spouse found him slumped over and he had eaten, drunk, or taken medication in three days. Customer came to the hospital via emergency medical technicians and was treated with fluids and insulin. The customer was not lucid to complete troubleshooting. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.